Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: clogging of needle (sku (B)(4)) whilst administering insuline into the body. Patient is diabetic & uses product 320141 herself at home. 4mm needles are nicer to use than the 5mm ones (less bruising) but needle gets clogged sometimes when trying to administer insuline as the insule does not fully get through the needle, resulting in an incorrect amount being injected into the body. Hence, insulin levels are not amended. Patient is able to administer insulin with a different needle. Patient has experienced this issue with around 5-6 needles in a box of 100. I was made aware of this complaint on sunday (B)(6)2023.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: clogging of needle (sku 320141) whilst administering insulin into the body. Patient is diabetic & uses product 320141 herself at home. 4mm needles are nicer to use than the 5mm ones (less bruising) but needle gets clogged sometimes when trying to administer insuline as the insule does not fully get through the needle, resulting in an incorrect amount being injected into the body. Hence, insulin levels are not amended. Patient is able to administer insulin with a different needle. Patient has experienced this issue with around 5-6 needles in a box of 100. I was made aware of this complaint on sunday 02/07/23.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.